Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom tech support on (B)(6) 2015, to report that on (B)(6) 2015, when their blood glucose (bg) went down to 70mg/dl their receiver did not alert them. They reported that their low alert is set at 70mg/dl. Patient was at a reception, before leaving to go to his room, he checked his continuous glucose monitor (cgm) system that displayed his bg was at 70. Patient got a glass of orange juice hoping it would take care of the low until he was able to eat. Patient and his wife went to their hotel room. At approximately 10:15pm while lying in bed talking patient felt tired and disengaged from the conversation. Patient stated he did not feel any normal signs of a low and thought he was just tired. Patient was unresponsive while wife was talking to him. Patient's eyes were closed. Patient's wife attempted to wake patient but was unsuccessful. Wife read cgm, which had a low reading. At 11:09pm she took the patient's finger stick (fs), which was under 20mg/dl. She started give him glucose tabs while telling him to chew. Patient put his arm around her. She then tried to trick him, by saying his bg was at 80mg/dl to see if he would respond. This did not work, not knowing what else to do she fed him a bottle of 50 glucose tabs one at a time by placing them in his mouth. At 11:15pm another fs was taken, reading low. At 11:25pm an additional fs was taken, reading 21mg/dl. Patient remained unconscious. At 11:38pm patient's fs was 35mg/dl and at 11:54pm patient's bg was at 56mg/dl. Patient became alert, was able to speak, and thinks he had a seizure as he was soaking wet with sweat. Patient's wife ordered pizza, he was aware it was delivered and was able to eat a slice. Patient is not sure if he was asleep or passed out, due to his wife having to wake him to eat a second slice of pizza. Patient went back to sleep. His wife felt comfortable with all she had given him. At 4:27am patient awoke not feeling well, with dry mouth. Patient took fs and it read 447mg/dl. He programed his unknown pump to give him insulin. He went back to bed awaking at 7:45am still not feeling well. At 7:59am patient's bg had only come down to 417mg/dl. Patient took insulin most of the day at 12:05pm his fs read 188mg/dl, by end of day his bg was reading normal. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A manual drop test was performed and the test passed. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio outputl was not confirmed. A root cause could not be determined.